Event description:
According to the literature, a retrospective study evaluated outcomes in patients who underwent laparoscopic or robot-assisted retro muscular hernia repair between november 2018 and february 2022. In all patients, vloc was used to close the hernia defect and to close the posterior rectus sheath. There were 94 patients in the study: progrip mesh was used in 60 patients and a competitor mesh was used in 34 patients. There were 94 patients in the study and were divided into obese/non obese and smoking/non smoking groups. Post-operative complications included: hematoma, seroma and bowel obstruction. A total of 10 of the non obese patients developed postoperative seroma. None of the obese patients developed hematomas opposite four non obese patients. Two non obese developed a small bowel obstruction, one after laparoscopic enhanced-view totally extraperitoneal (e-tep) due to posterior rectus sheath herniation and one after transabdominal retro muscular umbilical prosthesis repair (tarup). Both were diagnosed on postoperative day three and underwent laparotomy with open reconstruction. In the non obese group, seven patients required readmissions compared with two of the obese patients.

Manufacturer narrative:
Concomitant medical products: unknown-vloc, unknown vloc product (lot#unknown). Title: short-term complications after minimally invasive retromuscular ventral hernia repair: no need for preoperative weight loss or smoking cessation? Source: hernia (2022) 26:1315¿1323 published online: 22 august 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.